Manufacturer narrative:
The device was not received, therefore, a physical analysis could not be performed. The event was discovered by our company via an online publication and we are actively attempting to gain further information. Should we received the device, or any new information, we will file a supplemental report.

Event description:
The complainant published an article that reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp device was selected for hemodynamic support. At some point either during or after the procedure, a perforation was noted in the left ventricle and attributed to the impella device. The pump was removed and intervention was performed to resolve the injury. Follow up between a local company representative and the hospital noted the 0.018" guidewire was attributed to the perforation. The patient was noted as "asymptomatic" at his 12 month follow up.